Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that the catheter was disconnected from the catheter connector when flushing with saline solution after blood sampling on the day after the catheter was placed on (B)(6) 2018. The tip of the catheter was cut after the catheter was removed because they performed culture examination using the distal catheter segment. Therefore, the distal catheter segment was not returned from the medical institution. There was no reported patient injury.

Event description:
It was reported that the catheter was disconnected from the catheter connector when flushing with saline solution after blood sampling on the day after the catheter was placed on (B)(6) 2018. The tip of the catheter was cut after the catheter was removed because they performed culture examination using the distal catheter segment. Therefore, the distal catheter segment was not returned from the medical institution. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed due to what appeared to be an improper assembly of the device. The two-piece connector for a groshong nxt 4 fr single-lumen PICC was returned for investigation. The connector was received assembled and no portion of the catheter was protruding from the distal end of the connector. A 55.7cm section of catheter tubing was received separate from the assembled connector. The catheter exhibited evidence of use. A suture was tied around the tubing between the 56 and 57 cm depth marks. A suture wing was attached to the tubing at the 42cm depth mark. Blood residue was observed throughout the catheter. The distal tip of the catheter was not present. It was reported that the tip had been cut for a culture examination. A microscopic examination showed no 4 fr tubing within the distal connector. The lack of tubing within the distal connector suggests that the connector was assembled without the catheter fully advanced on the metal stent of the proximal connector. The connector was disassembled and the distal connector was bisected and it was observed that the compression ring was properly positioned in the taper. The outside diameter (od) of the metal cannula, the wall thickness and length of the blue compression sleeve were within specification. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt until it butts up against the colored plastic body, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. It appeared that the reported disconnection occurred during use due to an improper assembly of the device.